Event description:
Covidien received a report from a customer of a n-395 that had no audio, and customer ordered a replacement speaker. Customer states that the original speaker has been discarded. Caller states that their end user found this problem during routine preventative maintenance and that no pt was involved.

Manufacturer narrative:
No product has been returned to covidien for investigation. Customer isolated the reported problem to the speaker, and has discarded that speaker.